Manufacturer narrative:
Approximate age of device- 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a hematoma in the pump pocket and the medical team decided to explant the pump and replace with a jarvik. The patient was explanted on (B)(6) 2018. The pump is returning for analysis. No additional information provided.

Manufacturer narrative:
Concomitant medical products and device evaluation: corrected data.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the analysis of heartmate ii left ventricular assist system (lvas) and a correlation to the patient¿s hematoma could not conclusively be established the pump was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and approximately 21¿ of the distal end was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were severed and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.